Manufacturer narrative:
(B)(4). This complaint for a report of a connection issue was not confirmed in the lab due to a lack of sample; however, per the complaint information the cause of the separation is due to the supply bag falling and disconnecting. The lot number is unknown therefore a batch review was not performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted global technical service (gts) regarding a bag falling during dwell 2 of 4 on the home choice (hc) machine; there was no alarm. The technical service representative (tsr) assisted the home patient (hp) to end the therapy and advised the hp to start over using new supplies. The patient was involved but there was no serious injury or medical intervention indicated at the time of the initial report. During a follow up with the hp regarding the bag falling, the hp stated that he thinks while he was sleeping, his dog might have pulled on the tubing and caused the bag to fall, but other than that he's not sure of any other reason. The hp verified that the dog is not allowed in the room during setup. The hp confirmed that the bags are placed very securely, and are not stacked on top of each other. Per hp, there were no loose connections, disconnections or defects on the supplies. The hp stated that he is doing very well with therapy. The hp also confirmed that he did not have any injury or harm as a result of this incident. No allegations were made against any of the hp?s dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.